Event description:
The product was used during a colectomy procedure. Reportedly, the suture broke and the wound dehisced. The surgeon performed a reoperation to correct the condition and complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/17/1998 - supplemental report #1 submitted to FDA.